Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint info are on-going. However, the product was received on (B)(4) 2012. In summary, a breach in the insulation at the strain relief was present, which created a short and resulted in sparking. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Should additional info be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. Eval summary: a visual examination of the power supply revealed no deformations or breaches, though something loose could be heard inside. A visual examination of the cord revealed exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as 0.3 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 60.3 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that her pump will not power on with the power adapter and that there are exposed copper wires that sparked, though there was no fire or flame and no injury occurred.